Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the lcp postlat distal fibula plate 2.7/3.5 has deeply scratches were found on the device surface, this condition could have been a result of attempt of implantation, with the damaged seen it can be a key factor for not assemble into the mating device a dimensional inspection was not performed due to post manufacturing damage. A functional test was not performed due to the mating device was not returned for evaluation. Without the mating device a potential cause cannot be established as part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the lcp postlat distal fibula plate 2.7/3.5 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review : manufacturing location: inspected, packaged and released monument, manufacturing date: 27-jun-2024, part number: 04.112.109-15, 2.7mm/3.5mm lcp postlat dstl fibula pl 4h/left/90mm, lot number: 15292p9, lot quantity: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 15292p9. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on march 19, 2025, the patient underwent an orif for fibula. Although the posterior lateral distal fibula plate was fixed, the distal locking screw could not be inserted in the planned direction. The surgeon was concerned about postoperative stability, so the surgeon decided to replace the plate in question. A lateral distal fibula plate was for fixation. The surgery was completed successfully within thirty minutes delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.